Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), implanted for less than a month, began beeping overnight. Interrogation revealed a pg fault - single zone message. During the device replacement procedure, while hooked to the psa, the atrial pacing lead exhibited unstable impedances between 350 and 2500 ohms when turning the terminal pin. The lead was also explanted and will be returned to cpi for analysis.